Manufacturer narrative:
The insulin pump passed the reset error test, the displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms, reset error alarms or random access memory error alarms were noted. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had alarms. The blood glucose reading was 145 mg/dl. No further information was provided.